Event description:
It was reported that the patient had a suspected inflammatory mass. Following a pump replacement, the patient had been on slow narcotic infusion. The patient experienced hyper-exacerbated pain. An MRI was performed which showed a dense area. The physician hoped to "get ahead of the curve" in diagnosing whether or not this might be a granuloma. The device system was used to deliver morphine and bupivacaine (marcaine). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot#, serial# (B)(4), implanted: 2004 (B)(6), product type: catheter. (B)(4).